Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the numbers on the customer's insulin pump was ramping up and their buttons were unresponsive. Customer's blood glucose was 7.3 mmol/l. The customer was advised to disconnect from the insulin pump. No additional information provided.